Manufacturer narrative:
Insulin pump received with blank display due to moisture damage to the electronics devices noted.

Event description:
Customer¿s dad reported via phone call that the insulin pump had a blank display and the insulin pump was not working. The customer¿s blood glucose level was unknown. Customer states the contacts on the battery cap are damaged. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. Customer states the display did return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.